Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the duckbill valve was not fixed. Another device was used to complete the procedure. There were no adverse consequences for the patient.